Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 184 mg/dl. The customer was assisted with removing the air bubbles and advised the customer to allow the temperature of the reservoir to lower to room temperature before inserting it into the pump. The customer was sent new reservoir and infusion sets. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. The customer was advised to monitor the insulin pump for any further issues. No further information was provided.